Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up will be submitted with all relevant information. The xience alpine referenced is being filed under a separate medwatch report. The device is manufactured by (B)(4), however, the manufacturing site could not be determined because the product lot number was not provided. Abbott vascular distributes the device and is responsible for MDR reporting.

Event description:
It was reported that the procedure was to treat a lesion located in the circumflex artery. A sion blue guide wire was advanced through the anatomy without issue. After inserting the 3.0 x 12 mm xience alpine stent delivery system (sds) on the proximal end of the guide wire, it became stuck. The decision was made to use the same guide wire so that vessel access would not be lost; therefore, the proximal end of the sion blue guide wire was cut leaving the proximal end inside the delivery system. Another xience alpine sds was used without issue with the same sion blue guide wire. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A lot history review and similar product experience report could not be performed as no lot information was available. Based on the provided information, it was presumed that such substance as blood or contrast media that had adhered on the guide wire went into a balloon catheter lumen, affecting lubricity between the guide wire and the stent delivery system, and eventually causing the two devices to get stuck each other. Although the device investigation and lot history review could not be conducted, there was no indication of product deficiency since all the shipped products are inspected in the production process and satisfied the product specifications and release criteria. The investigation determined the reported difficulties appear to be related to circumstances of the procedure.